Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd angiocath IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was received at bd sandy two unused units in opened packages on (B)(6) 2018 from catalog number 381112, lot number 7088760. Our quality engineer was able to verify the reported complaint and verified silicone on the catheter. The samples received were analyzed where it was received and confirmed that the foreign matter defect was confirmed as silicone visible on the catheter. Besides, according to the analysis of the attached photos returned from customer the claimed foreign matter was confirmed as silicone visible on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Excess silicone of angiocath, is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of silicone visible with lot #7088760 regarding item #381112. Confirmed: bd was able to confirm the customer complaint for the claimed defect. After analysis of the photo in attachment, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Investigation conclusion: based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # 82171.